Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was not pacing appropriately. It was also noted that there was t-wave oversensing on the right ventricular lead. Both the device and lead remain in use. No patient complications have been reported as a result of this event.